Manufacturer narrative:
(B)(4). Additional information/device evaluation. Evaluation of the returned device did not confirm the reported intermittent audio output.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report patient's mother claimed intermittent audio output on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, distributor relayed to dexcom technical support that patient's mother tested the alert functionality and reported alerts were functional. Dexcom has issued an rga for distributor to have patient's mother to return the device to be investigated.